Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient had a very bad sneezing attack and had not felt right after the episode. The patient was seen the next day in the emergency room. It was discovered that the right ventricular was not capturing and the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4076 lead, implanted (B)(6) 2014. (B)(4).